Manufacturer narrative:
The t:slim cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported experiencing high blood glucose levels of 370- 570 mg/dl which was addressed with boluses. The customer reported that the cause of the high blood (bg) levels were unknown. Reportedly, the customer stated that had used the cartridge longer than 72 hours. During follow up with tandem technical services, the customer reported that bg level had decreased to 263 mg/dl and declined further troubleshooting.